Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the right atrial (ra) lead exhibited insulation damage. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed and the outer insulation of the lead was extrinsically breached due to a tear and a cut, and there was blood on the proximal conductor of the lead and it was not obstructed. Visual inspection found the outer insulation extrinsically breached due to explant damage. The analyst commented there was no in-vivo insulation breached observed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.